Event description:
It was reported that this brady lead was part of a system revision due to possible device site infection. The patient stated there was swelling at incision site with pea sized pustules over the site and swollen lymph nodes. There were no additional adverse patient effects reported. The brady lead remains in service.

Event description:
It was reported that this brady lead was part of a system revision due to possible device site infection. The patient stated there was swelling at incision site with pea sized pustules over the site and swollen lymph nodes. There were no additional adverse patient effects reported. The brady lead remains in service. Additional information indicates that the patient started itching on the back on the left side near the shoulder and has now spread.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.